Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while transferring a patient (age & gender unknown), the device prompted an "attach pads" message and restarted/rebooted on its own. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was observed during review of the device's activity log. The device was put through extensive testing without duplicating the reported event. The multi-function cable was returned to zoll medical corporation; the reported malfunction was not replicated or confirmed. Visual inspection of the multi-function cable showed foreign material on the pins; however after extensive testing were unable to duplicate the reported malfunction. The device's multi-function cable and receptacle were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.